Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their heart rate drops below 50 beat per minute and their device does not "kick in." The patient was advised to consult their physician. The device is still in use. No further patient complications have been reported as a result of this event.